Event description:
Event description guidant received information that one day post implant, the shocking impedance increased with this cardiac resynchronization therapy-defibrillator (crt-d) device. The patient underwent an invasive procedure for investigation.